Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call the insulin pump had a prime rewind anomaly and alarmed compromised force sensor system. The customer¿s blood glucose was 169 mg/dl at the time of the incident. The customer¿s mother reported setting up a new infusion set and reservoir for the customer. During troubleshooting the customer states insulin is "squirting out" during the manual prime process. The customer states insulin continues to drip after motor stops during the manual prime process. The customer states they are unable to exit the "preparing to prime" loop. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: motor error alarm during the basic occlusion test due to cracked end cap. Unable to confirm prime/fill anomaly and compromised forced sensor alarm due to motor error alarm. Pump passed displacement test, self test and unexpected alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted.